Event description:
Information received by medtronic indicated that the customer reported the insulin pump was dropped and had a crack on the main screen and also belt clip was damage. The customer reported no adverse events. The event involved product mmt-1884l. Troubleshooting was performed and there was no damage to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and mmt-1884l was returned for analysis. It was unknown whether the customer will continue using the belt clip. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with missing segments/partial display. Unable to do the self-test due to missing segments. Pump was cut open to perform visual inspection and found a cracked lcd glass and bleeding (screen) and moisture damage on the pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspections: corroded battery tube, bleeding (screen), cracked glass, scratched lcd window (minor), scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and damaged display window cover. Missing segments/partial display was confirmed due to cracked lcd glass and bleeding (screen). Cosmetic damage was confirmed at the lcd window screen, however, was not confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.